Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the therapy wasn't helping completely. The patient also reported that field staff ran some diagnostics about 1-2 days after implant in 2017 and was told they had some concern about some of the electrodes. No further complications were reported.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device code: (B)(4) applies to the lead. (B)(4) applies to both lead and implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that since implant stimulator, the stimulator is not helping with all pain, and the adaptive stim does not work. In (B)(6) 2017, the local manufacturer representative (rep) checked the implant and said the " connections" in the back were not working correctly. The patient stated that he did not want to go through another surgery and has just been using the program that does seem to help. The patient reported that gradually in the past year, the patient has been having to charge more often because the patient has had to increase settings. No symptoms were reported. No further complications were anticipated/reported.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient lost stimulation sometime last week. There were no known environmental or other contributing factors that led to the event. High impedances were measured on contacts 1,4 8-10, and 12-15 upon interrogation. The rep reprogrammed around those electrodes and the issue was resolved at the time of the report. No further patient complications were reported related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.